Event description:
It was reported that the customer's insulin pump had a blank display and may have been exposed to electrostatic discharge. The customer's blood glucose was not specified but was reportedly normal. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)